Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclips referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the ntw clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4 and tricuspid regurgitation (tr) grade severe. An ntw (20826r2048) and xtw (20919r1084) clip were placed on the mitral valve, reducing mr to grade 1-2. During the same procedure, a mitraclip xtw (20919r1085) was successfully implanted off-label on the tricuspid valve, reducing tr to moderate. On (B)(6) 2023 a re-do procedure was performed as the patient returned with severe recurrent tr, worsening mr and a single leaflet device attachment (slda) of the ntw clip (20826r2048) on the mitral valve. The clip was detached from the anterior leaflet and a nt clip (20927r1034) was implanted on the mitral valve to stabilize the slda and reduce mr to grade 1-2. During the same procedure, a mitraclip xtw (20922r1080) was attempted to be inserted off-label on the tricuspid valve. It was noted that imaging of the tricuspid valve was difficult. The mitraclip was advanced to the tricuspid valve, but the entire clip delivery system (cds) "jumped". On imaging the cds was pointing straight up in the anterior/septal commissure. When attempting to remove the cds, chordae were ruptured and the tr shifted centrally. The clip was removed from the patient and exchanged. Two other mitraclip xtws were implanted, reducing tr to grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The worsening mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.